Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the "up" and contrast keys were found to be intermittently responsive and required excessive force to activate. No scrolling was observed during investigation. Keypad was removed to investigate and there was visible contamination under the button contacts. The keypad is lifted near the "ok" key. Unrelated to the event, the battery compartment is cracked at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter called animas alleging that a few weeks ago the up arrow button started to become stuck when pressed. Sometimes it will freeze then scroll. Up arrow button takes several presses for response and freezes at times when pressed. Not springing back as usual. The keypad began lifting at bottom near ok button one week after up arrow began to not respond appropriately. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.